Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the device explant due to normal battery depletion, the right ventricular (rv) lead was seen to have three silicon sleeves in three places from a lead repair kit. This is indicative that a lead was damaged in the past and had to be fixed, possible during the last generator change. The patient underwent surgical intervention in the past to repair the lead. No additional adverse patient effects were reported.